Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming vxi testing. Reran the failures ten times and all passed. Intermittent failure of the interconnect flex was noted. Analysis further noted that the upper and lower cases were broken. Z-1661-2014: this device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).